Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as the event reportedly occurred in 2018 and the specific event date has not been provided. (B)(4). Report source: (B)(6) adverse incident report reference no. (B)(4); submitted to (B)(6) by the physician. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted during a mid-urethral tape procedure performed in 2011. According to the complainant, in 2018, the patient had mesh erosion through the vaginal skin. Reportedly, the patient was then referred to a mesh approved center. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted during a mid-urethral tape procedure performed on (B)(6) 2011. According to the complainant, in 2018, the patient had mesh erosion through the vaginal skin. Although the patient's current condition is reportedly stable, she reportedly experiences vaginal discharge and pain. She was then referred to a different mesh approved center for further management of mesh erosion and its symptoms. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2018 as the event reportedly occurred in 2018 and the specific event date has not been provided. Blocks f10 and h6: problem code 1750 captures the reportable event of erosion. Block g3: mhra adverse incident report reference no. (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.